Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the card cage, and sadd to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer experienced error 319. The customer converter to another dv system. There was no report of patient involvement or reported injury.

Manufacturer narrative:
This unit was returned for failure analysis following a reported ¿319 errors at power up.¿ the issue was confirmed based on logged errors, but could not be reproduced during testing and was not replicated. In lighthouse, error 319 was found in the logs, confirming that the fault occurred in the field. Visual inspection revealed no physical issues related to the reported event. The sadd was installed in a known-good ssc system and powered on without any problems. It subsequently underwent 10 power cycles and was left idle overnight for extended testing. After testing, the system error logs were reviewed and no errors were detected. Based on these findings, the failure analysis concluded that no root cause could be determined for the reported issue. However, this board needs to be upgraded to the latest version.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) card cage was returned for failure analysis. The reported error 48305 was determined to be unrelated to the ssc card cage. As a result, the failure was confirmed but could not be replicated. Log review identified error 319, indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc card cage was installed in a golden system, where the component operated as expected. Fiber optic light levels on the ccc were inspected via localhost:8050, and all measurements were within the expected range. The system was subjected to ten power cycles, followed by a 3-hour idle period in the golden system, with no issues observed throughout testing. Based on these results, failure analysis was unable to determine a root cause for the reported events related to this ssc card cage.

Event description:
Refer to h11 for follow-up information.